Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump was buzzing with no visible alarms. It was also reported that display screen was frozen but not blank; time was not advancing. Buttons on insulin pump also stopped responding. Customer's blood glucose was 30.0 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to open trace on the lcd driver board. Unable to verify frozen display or perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. The insulin pump had broken belt clip slot at the battery tube threads area.